Event description:
During a laparoscopic cholecystectomy procedure, a padded grasper was used. While the dr was removing the instrument, it was caught by the cannula and the pad was found missing. After some searching, the pad was not found. An x-ray was taken, but nothing was detected. Due to common duct stone(s), the procedure was later converted to an open procedure, but the pad was not retrieved. Presumably, it was left inside of the pt.